Event description:
It was reported that battery failed testing.

Manufacturer narrative:
The autopulse nimh battery (sn (B)(4)) is involved in the event and was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the battery showed no damages. Reported problem was confirmed. The battery failed testing and will be scrapped. No adverse event was reported.